Manufacturer narrative:
Product surveillance has assessed this report for reportability. There is currently not enough information to determine the specific device malfunction; thus, it cannot be concluded if this event would cause or contribute to a potential death or serious injury were it to recur. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of an unspecified quantity of homechoice cassettes were "falling out." This was observed during set up of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.